Manufacturer narrative:
Additional information was provided in h.3. And h.11. The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The cartridge came into view as the nozzle was inserted into the incision. A yellow single-piece lens was visible in the cartridge tip. Both haptics appeared to be tucked. The lens was advanced into the eye. There appeared to be a slight override of the trailing optic. After the lens was delivered, the trailing haptic was observed broken at the gusset area. The video ended with the lens still in the eye. It cannot be determined if the haptic was damaged before loading. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. After the lens was delivered, the trailing haptic was observed broken at the gusset area. It cannot be determined if the haptic was damaged before loading. If so, the advancement and delivery may have caused it to break. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens(iol) implant procedure when the lens was removed from the wagon wheel packaging; the haptic part was not in proper condition. However, the surgeon still attempted to insert the lens into the patient, the lens haptic was broke inside the patient's capsule, the lens was removed during initial procedure and replaced with company lens.